Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a heat rash on her back under the therapy electrode pads. The patient's physician advised the patient to take medication and to remove the lifevest for periods of time to allow the rash to heal. Follow-up indicated that the rash had healed.